Event description:
The manufacturer received information alleging a ventilator was not delivering the set volume. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device was recalibrated and the sensor board was replaced to address the issue.